Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's insulin pump alarmed with an unexpected restart error alarm and that this was an ongoing issue. Customer's blood glucose was 487 mg/dl, which was being treated with manual injection. The alarm was reportedly recurring during normal use. Troubleshooting for high blood glucose was declined. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.